Manufacturer narrative:
The manufacturer did not receive devices for review. Other source documents were not provided for review. Where lot numbers were received for the device the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a surgery was planned with an allofit alloclassic shell 52/ii. It was reported that the inner plastic package (blister) was injured. The second exterior was intact. The customer was unsure whether the implant was sterile and the surgery was completed with another device and 10 minutes delay.

Manufacturer narrative:
The product was returned for investigation and the investigation results has been made available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information it was reported that the inner plastic bag (ivp) was ripped. The second bag (avp) was intact. Another cup was used. One picture was received in which a tear was clearly visible. Additionally, a print of the cup surface was visible close to the rip. Devices analysis: a rip of around 1cm was visible on the inner bag (ivp). In the middle of the tear some white discolored area could be observed in which could be an evidence of mechanical stretching. This error pattern looks like the bag was damaged with an instrument like scissors or tweezers. Additionally, a print of the cup surface was visible close to the rip. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Our investigation and our production records do not indicate any incidents during manufacturing process. The review of the device history records showed that the device was manufactured, washed and packaged according to defined specifications with no reported non-conformities regarding the sterile barrier. Since an internal issue can be excluded, the most probable cause is a handling error at the hospital. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Product was received for investigation.